Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose levels ranged between 200-400mg/dl. Reportedly, the customer performed troubleshooting on their own and observed insulin dripping out of the infusion tubing during the load fill tubing sequence or a test bolus delivery and this troubleshooting resolved the occlusion alarms each time. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.